Event description:
It was reported that this lead exhibited chronic high threshold. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).